Event description:
A nurse reported the top left button on the footswitch wasn't working. The footpedal was switched out and the case was completed. There was no patient impact reported.

Manufacturer narrative:
The facility ordered a new footswitch. The replaced footswitch has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).